Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a lead was attempted but could not through the patient's tricuspid valve and another lead was implanted. The lead was sterilized and then a "slot" was observed between the svc coil and the insulation. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The exposed right ventricular defibrillation coil became extrinsically distorted due to pulling/stretching/overstress. Visual analysis of the lead indicated damage at implant. If information is provided in the future, a supplemental report will be issued.